Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the customer received an altitude alarm while flying in an airplane. The customer was unable to change the cartridge/resum insulin until the airplane landed. Reportedly, customer's blood glucose level was impacted.